Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not aligned with the cursor on the display screen. The touchscreen connector was cleaned, re-seated, reset, and calibrated. Analysis also noted that the programmer was missing a power cable and the upper bullets were missing. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not responding to the stylus. A new stylus was used and was calibrated but the issue persisted. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.